Event description:
It was reported that bd eclipse needles did not connect well to the syringes. The following information was provided by the initial reporter, translated from italian to english: we would like to inform you that on the 15th august 2024 we received the pqc n. 400014119 concerning ¿syringe connectivity issue-prtc syringe/needle connectivity issue¿ on the final product bexsero slcf x10 48m afs ma. Us (us market) batch es49h code 707522. The hcp states that they have had trouble pushing the plunger. It does not push out evenly, rendering them unable to properly prime the needle, as the product spills out at this step. 1. Confirmation that all operations were performed appropriately before defect was discovered 2. Details of the complaint written in clear, concise sentences with proper grammar 3. At what step was the defect discovered? Preparation for administration. 4. Whether or not the product was administered or partially administered - include statement to provide this information even if does not seem applicable- not administered. 5. Which component(s) is involved in the complaint (e.g. Adjuvant vial, vaccine vial, diluent vial, adaptor, pre-filled syringe) prefilled syringe. 1. Where did it leak? Luer lock site; used luer lock bd eclipse needles 25 g 1" 2. Was the syringe pre-assembled with needle some time before administration? If so, for how long? No. 3. What size gauge needle was used? 25 gauge, 1 inch luer lock bd eclipse. 4. Is the blister and/or carton damaged? No. 5. If leaking from plunger stopper, are there any liquid traces observed on the plunger stopper rings? N/a 6. Is the luer lok damaged? If so, describe in detail the needle connection procedure applied ¿ no damage visible. 7. Did you experience a rotating or detached luer lok adaptor when screwing the needle on the syringe prior to the leakage observation? No. 8. Is the needle, which was used, available? If so, return of this needle is also required yes. 9. Is there any damage/breakage on the syringe barrel? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - needle/syringe connectivity issue. Correction: following submission of initial MDR, the mdrf annex f grid and imdrf annex a grid were not correctly reported. Section h updated to reflect correct information. Evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.